Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. Event date:unk. Expiration date: unk. Explant date: unk. MFR date: unk. Health impact- clinical code: 4581 - difficulty reading va. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od) on (B)(6) 2023. A cataract was observed and the patient complained of discomfort, blurred vision and difficulty reading va. The lens remained implanted but the plan was to remove the lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+1.0/107 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vaulting. And lens opacity (anterior subcapsular) was observed. The patient complained of discomfort, blurred vision and difficulty ready va. The cause was unknown. D2: common device name: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).